Event description:
Event was reported to caldera medical by an attorney. The pt has suffered pain in the pelvic area, hip and abdomen pain, and inability to hold urine. No further info has been provided.